Manufacturer narrative:
The pad-pak was first installed in (B)(6) 2008 and performed to specification, alongside random manual power ons, up to the (B)(6) 2009. The device records multiple failed self-tests due to a low battery between the (B)(6) 2009 and the (B)(6) 2010. Temperatures are recorded below the recommended minimum temperature during this time. The device passes a self-test later on this date and performed all self-tests successfully, alongside random manual power ons, until the (B)(6) 2015. On two occasions during this time an increase in voltage was observed suggesting further pad-pak's were installed. Investigation was unable to replicate or find conclusive evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of 10 minutes duration, due to a membrane failure. It is therefore assumed that the customer returned the device in response to field safety corrective action, despite not observing the reported fault. The low battery fails recorded may be due to fluctuations in temperature and the 2.0.2 software that was installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.